Manufacturer narrative:
Citation: alsancak1 y et al. An extreme case of corevalve bioprosthesis embolization into the abdominal aorta and of the delivery catheter cone into the right internal iliac artery. The journal of heart valve disease 2015;24:701-703. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) female patient with severe symptomatic aortic valve stenosis, dyspnea, hypertension, diabetes mellitus, chronic renal failure, and dyslipidemia who underwent implant of a medtronic corevalve (serial number not provided). During attempted deployment of the valve from the delivery catheter system (dcs) (lot numbers not provided), the valve dislodged from the targeted position to the ascending aorta. An attempt was made to withdraw the dcs and valve system to the descending aorta, however the valve then embolized to the abdominal aorta above the iliac artery bifurcation and completely opened. During attempts to withdraw the dcs into the sheath, the conical tip of the dcs detached. Fluoroscopic imaging showed the detached tip moving around the valve in the abdominal aorta. A second valve was passed through the first valve, and successfully implanted in an optimal position in the aortic annulus. Attempts were then made to the retrieve the detached tip with a snare catheter, however it embolized to the right internal iliac artery. Since effective collateral circulation of the iliac artery was confirmed, the procedure was terminated and the detached tip abandoned. The patient¿s post-procedural course was uneventful and she was discharged five days later. After one month, control peripheral angiography demonstrated an excellent abdominal aortic bioprosthetic valve function, and improved functional capacity. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.